Manufacturer narrative:
(B)(6).per the clinic, the fixture was explanted on (B)(6), 2014.the device has not been made available for analysis as of the date of this report, april 29, 2014.this report is filed april 29, 2014. Device is currently unavailable.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was treated with antibiotics (B)(6), 2014. The implanted device remains.